Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was unknown. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. Customer was not able to get air bubbles out. Customer resolved air bubbles issue by changing reservoir and was able to fill reservoir.